Manufacturer narrative:
(B)(4)the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set separated from the patient line of the cassette. The caregiver planned to restart therapy using all new supplies. The transfer set was later replaced at the hospital as a result of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.